Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thetransfer set disconnected from the titanium adapter. This event occurred during dwell four of six while the patient was connected. The care giver stated they were an hour away from the emergency room, so they placed a plastic bag over the patient¿s transfer set. The technical service representative assisted the care giver in ending therapy. The care giver stated they were unsure what caused the event as they had not seen any damage to the titanium adapter or transfer set prior to or following the disconnection. The patient had their transfer set and titanium adapter replaced following the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.